Event description:
Litigation papers allege: pain and suffering, and additional potential unforeseen surgeries, metallosis, loss of personal dignity and significant and chronic pain. Patient residence: (B)(6). (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to elevation ion levels. Dor: (B)(6) 2012. (B)(4) 2012 - operative notes were received. It was noted there was fluid in the joint, a pseudocapsule in the deep hip, erosion around the acetabular cup, and corrosion of the femoral neck.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.